Manufacturer narrative:
Device evaluation: the device was locked on the procedural guidewire which could not be removed from the inner lumen. The balloon was still partially inflated. The inner shaft material was stretched underneath the distal balloon cone. The distal balloon cone material was partially folded in on itself. The balloon bond was stretched. The distal shaft was pinched and damaged between 9.5cm and 10.0cm distal to the guidewire entry port bond. The guidewire entry port was partially ripped. The transition shaft was stretched and twisted immediately proximal to the guidewire entry port. The shaft was punctured where the support wire had exited through the shaft. (B)(4).

Event description:
It was reported that the physician was attempting to use an euphora rx balloon to treat a rca lesion with slightly fibrous tissue, 90% stenosis and not very calcified. The operator tried direct stenting before pre-dilatation and it failed in going through. The device was removed from its packaging as per IFU and inspected with no issues noted. No difficulty noted when removing the protective sheath/ packaging stylette from the device. Negative prep was not performed. Moderate resistance was noted when advancing the device to the lesion, active support was not needed. Balloon inflation took a long time. 30% concentration of contrast/saline was used. It was reported that the physician experienced difficulty removing the balloon following balloon inflation. The device would not deflate at the lesion site after the first inflation and it was impossible to withdraw the device. Balloon had to be withdrawn with force; it wouldn&#62752;go back into the guiding catheter. Operator had to take everything out (the guidewire, the guiding catheter and the balloon). The device did not pass through a previously deployed stent. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.